Event description:
During priming a pum61 error occurred. The user replaced the cartridge twice, but the error persisted. They converted to an alternative machine to finish the surgery. As a result, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made. The cartridges that triggered the error were tested on another machine, but they worked fine.

Manufacturer narrative:
With regards to this event a pump module and logfiles were returned for investigation. Review of logfiles confirmed the reported error. Investigation of the returned pump module determined a broken vibration damper inside the pump module. The broken damper caused the rotor to be in an incorrect position which triggered the reported error message on the eva screen. It was concluded that the root cause of this event is related to a random component failure of the laser module. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During priming a pum61 error occurred. The user replaced the cartridge twice, but the error persisted. They converted to an alternative machine to finish the surgery. As a result, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made. The cartridges that triggered the error were tested on a demo machine, but they worked fine.

Manufacturer narrative:
The product is recently received for investigation. Investigation is currently ongoing. No corrective or preventive actions can be implemented until the investigation has been completed. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The incident is under investigation.

Event description:
During priming a pum61 error occurred. The user replaced the cartridge twice, but the error persisted. They converted to an alternative machine to finish the surgery. As a result, the surgery was delayed by >30 minutes and the patient was already under anaesthesia and incisions had been made. The cartridges that triggered the error were tested on a demo machine, but they worked fine.